Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 07/01/2014 -product analysis: the pump has been returned and evaluated by product analysis on (B)(6) 2014 with the following findings: the complaint could not be investigated due to an unrelated issue. The pump powered on with a blank display screen. The display screen was found to be cracked. Replacement of the damaged display screen with a test screen returned display functionality to specification. Unrelated to the complaint, a battery compartment crack was discovered and the returned battery cap was damaged.